Event description:
Procedure: laparoscopic appendectomy. Reportedly, the stapler deployed unformed staples and cut tissue. Excess bleeding occurred but no transfusion was needed. Surgeon had to convert to an open procedure due to lack of vision, was not sure of extent of tissue damage. Surgeon fired another stapler to close defect and also oversewed the staple line. The pt is ok.